Event description:
The ventilation tubing was found to be "quite hot" at the connection to the pt. The heater reading was 29.5. The pt was removed from the ventilator and respiratory therapy called to bedside. The pt was bagged until the vent was checked by the repsiratory therapist. The tubing cooled, all the connections were tightened and the pt was returned to the ventilator. The tubing was manually checked for temperature every 20 minutes the rest of the night shift. The tubing was again found to be hot. The pt was removed from the ventilator again. A thermometer was placed in the opening. The temperature read 103.7. Respiratory therapy was called again. A new temperature probe was placed on the heater. No further incidents noted.